Manufacturer narrative:
The product has not been returned for evaluation. Should additional information become available, a follow-up report will be submitted. Batch review results for lot #h00f06038 were found to be within specification requirements.

Event description:
Cryocyte bag was filled with 12ml of product. Product was frozen overnight in a freezer at -150 degree c. The next day it was transferred and stored in a cryo-tank. Product was stored in carton boxes on metal rack in liquid nitrogen. Bag was stored for 50 months. Bag broke when customer took it out of nitrogen tank. Patient was transplanted on (B)(6) 2004. Patient was not given any additional antibiotics. No adverse events were reported related to the event. No additional information has been received, though information has been requested.